Manufacturer narrative:
B5. Describe event; corrected information; follow-up report #1 inadvertently omitted to list that information was known prior to submission of initial report d6b. If explanted, give date (mo/day/yr); corrected information; follow-up report #1 inadvertently omitted to list that information was known prior to submission of initial report f10. Adverse event problem: health effect - impact code; corrected information; follow-up report #1 inadvertently omitted to list that information was known prior to submission of initial report h2. If follow-up, what type; corrected information, follow-up report #1 inadvertently omitted to select type "correction".

Event description:
Implant card was received reporting a generator replacement due to prophylactic reasons. The suspect device has not been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient's battery level was seen ok 2-3 months ago, but when interrogated recently the battery was now seen depleted. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.